Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt reported that they could turn on the programmer, but the recharger would not work, and they were getting some codes (agent understood "reposition antenna" message). Pt mentioned they have an appointment with their manufacturer representative (rep), but the rep wanted them to call patient services today. Agent warm transferred pt to another agent for further assistance. Call was transferred to agent. Patient reported getting reposition antenna screen on the recharger. Patient stated they are able to connect with the patient programmer and see the therapy information. Patient mentioned they had surgery about 3 weeks ago that was unrelated to the scs implant. Patient reported they feel the ins moved a little and moving. Agent confirmed the patient programmer is connecting to the implant. Agent asked patient to inspect the recharging antenna cord for damage and patient said there is no damage on the cord. Agent confirmed patient did not have a fall or trauma. Agent reviewed meaning of the reposition antenna screen and recommend patient consult with health care provider office for next steps. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.